Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot the DHR review of the batch provided shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance found. This analysis has not highlighted any chaumont defect and the need of corrective actions is not indicated. See records for details.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tab was broken on locking screw head. A surgical delay of 2 minutes was reported. Doe: (B)(6) 2020